Event description:
On (B)(6) 2010, a gore hybrid vascular graft was implanted in an av access application. The procedure was performed in the patient's left upper arm, from the brachial artery to axillary vein. On (B)(6) 2010, the patient presented with arterial steal syndrome and a banding of the graft was done. Symptoms from ischemic hand improved.

Manufacturer narrative:
Method: review of the device manufacturing record history. Results: review of device manufacturing record history confirmed device met pre-release specifications.